Event description:
Provider spoke with (B)(6) to advise that the chair is intermittently stopping. Provider troubleshot with tech services and in troubleshooting it was determined it may be battery harness cable. Provider hung up before any additional information could be obtained.